Manufacturer narrative:
(B)(4). Date of event: at the time of this report, the date of the event is unknown. (B)(6). Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. In a follow up with the amo customer technical support specialist, he indicated that the wires were not frayed and that there was not any issue with the equipment not performing per its intended use due to the reported issue of wires being exposed. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported damaged cord/exposed wires with an ellips fx phaco handpiece. There was no patient involvement reported.